Manufacturer narrative:
Philips service re-plugged cables, tested image processing, and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that fluo storage not possible due to image disk problem on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.